Event description:
Reporter stated that patient's device has stopped pumping four times since the patient put it on the night before the report patient became very sick and their blood glucose went up to "hi." Patient was vomiting and felt very tired. A review of the device's history showed that errors were generated by the device, but the reporter indicated that no audible alarms were generated in conjunction with the errors. Patient switched to back-up device, but they still experiencing high blood glucose. Reporter states that patient possibly has a virus, and their blood glucose is never well controlled. No treatment was received.